Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted. (B)(4). Device evaluation: the lens remains implanted; therefore, a product investigation could not be performed. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that a zxt375 16.0 diopter intraocular lens (iol) was implanted in her left (os) eye on (B)(6) 2019. At 1 day post-operation, she felt like there was something in her eye. She reported having glare and streaks of lights coming through the side of her vision. Subsequently, the patient followed up with her doctor where he prescribed durezol and ilevro ophthalmic eye drops to treat pain and inflammation. Her current medical condition is being monitored by her doctor, and a retina specialist. Her visual acuity has improved as time passed. No further information provided.